Manufacturer narrative:
(H3) as reported, approximately six years post rtka, this 61 y/o male patient visited the surgeon for a reason not reported. Both sides are being followed for potential wear and loosening. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.

Manufacturer narrative:
Additional/updated information-b3, b5, b6, b7, d1, d4 all, d6b, d8, g4, & h4, h6 health effect - clinical code, health effect - impact code, & medical device problem code additional information received via legal departmentation and and experience report; patient was revised. These devices are used for treatment not diagnosis. New information requires a new investigation. Pending investigation. There is no other information available.

Event description:
Additional information-it was reported that a patient had bilateral total knee replacements on (B)(6) 2015 and then approximately 8 years, 7 months later on (B)(6) 2023 the patient had a surgical revision to the right knee. The patient was experiencing pain and swelling, and was revised for ¿failed right total knee arthroplasty secondary to polyethylene wear, osteolysis, and aseptic femoral loosening.¿ the surgeon noted during the revision procedure ¿delamination of oxidation of the patella¿ and ¿osteolytic debris beneath some of the medial plateau, which was debrided.¿ patient was last known to be in stable condition following the event. Device will not be returned-due to recall hospital will not release. There is no other patient demographic or medical history available. No additional information is available.

Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the devices were not returned for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post rtka, this (B)(6) male patient visited the surgeon for a reason not reported. Both sides are being followed for potential wear and loosening.